Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced scale marking issues. The following information was included by the customer: verbatim: ¿defective printing of the scale¿. See pr for additional details. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to impact medication delivery. Event type: scale marking issues/malfunction.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced scale marking issues. The following information was included by the customer: verbatim: ¿defective printing of the scale¿. See pr for additional details. Complaint summary detail: this complaint is MDR reportable. The incident could have potential to impact medication delivery. Event type: scale marking issues / malfunction.